Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient became unresponsive and fainted, her husband called emergency medical services (ems). When they arrived, they checked the patient's blood glucose reading which was 39 mg/dl, while the cgm was reading 120 mg/dl. The patient was treated by the paramedics with 2 glucose gel packs and woke up, the patient felt ill because of extreme high blood glucose as result of the treatment received. She was taken to the hospital and they performed a blood test with haemoglobin a1c measurements and she was diagnosed with diabetic ketoacidosis (dka) without coma. The patient was admitted to the intensive care unit (ICU) and treated there with IV insulin, she stayed there for 3 days and then she was moved to the regular care at the hospital. She was discharged after 5 days of hospitalization and recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.